Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the hospital for high blood glucose (bg) levels. Patient stated woke up to chest pain and noticed that blood glucose levels were high. Patient¿s blood glucose exceeded 250 mg/dl while wearing the pod between 4 and 24 hours on the infusion site (abdomen). Patient was in the intensive care unit for 3 days and was diagnosed with pump failure. Patient's treatment included intravenous and insulin at hospital. There was no medications given. Patient had large amount of ketones. Patient no longer have the pod so device is not available for return.

Manufacturer narrative:
Event description revised- patient's blood glucose levels exceeded 600 mg/dl.

Event description:
Further reported, patient's blood glucose levels exceeded 600 mg/dl.